Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently insulin gauge was inaccurate. Additionally, it was reported that intermittently an empty cartridge alarm occurred while the cartridge was not empty. Customer loaded a new cartridge to resolve the issues. There was no adverse impact to the customer¿s blood glucose level.